Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that a piece of gauze was on the tip of the burr. A 1.50mm rotablator rotalink plus was selected to treat the target lesion. During preparation, outside patient's body, a piece of gauze was noted on the tip of the burr which looked like a cut on the drape. The was then discarded and the procedure was completed with another of the same burr. No patient complications were reported.